Manufacturer narrative:
The unit was unable to prime during the prime test and alarmed with a compromised force sensor system error during the basic occlusion test due to a loose/protruded drive support disk. The following physical damage was also noted: minor scratches on the lcd window, cracked casing near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the manual prime process. The patient's blood glucose at the time of incident exceeded 100 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared raised. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.